Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: telephone number (B)(6); email: (B)(6). Updated field: b4,g4,g7,h2,h11. Corrected field: e1, h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery for the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm replaced the batteries then completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the battery for the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.